Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, black particles inside of the fill channel. Leak test was performed and found opening on posterior side. A microscopic analysis was performed identify a crease smooth in the posterior. Based on the device analysis the final assessment is: a crease smooth opening on posterior side assessed as fold flaw opening.

Event description:
Patient reported left side capsular contracture, baker grade IV. Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left side capsular contracture, baker grade IV. Device remains implanted.